Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced multiple severe low blood glucose levels (value not provided) and customer required assistance from anther person. Although multiple attempts were made to obtain additional information, customer did not reply.